Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. The introducer sheath had coagulated blood inside the distal tip. Conclusions: evaluation of the returned packing coil lp revealed offset coil winds along the embolization coil. If the packaging coil lp is forcefully manipulated against resistance during use, damage such as offset coils winds may occur. These offset coil winds likely contributed to the packaging coil lp not packaging in the vessel. Further evaluation of the returned packaging coil lp revealed no pusher assembly kinks, and therefore, the reported kinks on the pusher assembly could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in collateral off of the left internal mammary artery (lima) using packing coil lps and a lantern delivery microcatheter (lantern). During the procedure, a 6 cm packing coil lp was advanced into the target vessel and was reported to be too small; therefore, the 6 cm packing coil lp was removed. While attempting to advance a 15 cm packing coil lp out of the lantern and into the vessel, the physician encountered resistance and reported that the coil would not pack into the vessel. An attempt was made to re-position the 15 cm packing coil lp; however, it was reported that the physician was not satisfied with the result. Therefore, the 15 cm packing coil lp was removed. Upon removal, the physician noticed that the pusher assembly had become kinked in several places. The procedure was successfully completed by re-advancing the same 6 cm packing coil lp using the same lantern. There was no report of an adverse effect to the patient.